Event description:
Pt presented to dr's office for 6 month follow up at which time found unable to flush port-a-cath-cxr in office revealed fractured p.a.c. Received into special procedures- p.a.c. Catheter retrieved. Scheduled to return 4 days later for surgery to remove port per dr.